Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 680r26 heart ring, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that during a device check t-wave oversensing (twos) post biv pace on every other beat was noted on the right ventricular (rv) lead. Reprogramming was attempted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.